Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Event description:
It was reported that a total open synovectomy of left knee due to chronic hypertrophic synovitis occurred.